Event description:
It is alleged that the cable sparked, cracked, and the end of the cable came off during a case. It was reported that the case was completed with another back up cable and there was no injury to the pt.